Manufacturer narrative:
This report is associated with argus (B)(4), corega sin sabor. Corega sin sabor is marketed as super poligrip cream in the us. Device qa results for (B)(6) 2017: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Medication error/she ate a little bit of the product, due to the lack of adherence [accidental device ingestion], tongue thick, reddish tongue, lack of adherence, she is not sure if she was using the product correctly. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (corega sin sabor) cream for product used for unknown indication. In (B)(6) 2016, the patient started corega sin sabor. In (B)(6) 2016, an unknown time after starting corega sin sabor, the patient experienced accidental device ingestion (serious criteria gsk medically significant). In (B)(6) 2017, the patient experienced tongue thick and tongue redness. On an unknown date, the patient experienced product complaint, device adhesion issue and product use issue. In (B)(6) 2017, the outcome of the accidental device ingestion was recovered/resolved. On an unknown date, the outcome of the tongue thick and tongue redness were not recovered/not resolved and the outcome of the product complaint, device adhesion issue and product use issue were unknown. It was unknown if the reporter considered the accidental device ingestion, tongue thick, tongue redness, device adhesion issue and product use issue to be related to corega sin sabor. Additional information we received this case through the call center (crm hub). A consumer who had previous made a quality complaint regarding a unit of corega informed that since 3 weeks ago she noticed that her tongue was thicker than usual and she noticed a reddish tint. She said that she do not know if these events are related with corega. She started using corega on (B)(6) 2016 by indication of her dentist. It was the first time that she was using the product. She is not sure if she was using the product correctly because nobody explained her how to use it. She used the product until (B)(6) 2017, when she made a product complaint because the product was not adhering. The consumer comment that when she used corega, sometimes she ate a little bit of the product, due to the lack of adherence . The consumer is (B)(6) and she said that the only medication that she use is a drug for thyroid (she did no specify which drug). She did not refer any other health problem. She agreed to be contacted in 4 weeks for the fu. No contact of her dentist was provided. Qa information on 11-apr-2017: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (corega sin sabor) cream for product used for unknown indication. In (B)(6) 2016, the patient started corega sin sabor. In (B)(6) 2016, an unknown time after starting corega sin sabor, the patient experienced accidental device ingestion (serious criteria gsk medically significant). In (B)(6) 2017, the patient experienced tongue thick and tongue redness. On an unknown date, the patient experienced product complaint, device adhesion issue and product use issue. In (B)(6) 2017, the outcome of the accidental device ingestion was recovered/resolved. On an unknown date, the outcome of the tongue thick and tongue redness were not recovered/not resolved and the outcome of the product complaint, device adhesion issue and product use issue were unknown. It was unknown if the reporter considered the accidental device ingestion, tongue thick, tongue redness, device adhesion issue and product use issue to be related to corega sin sabor. Additional information: we received this case through the call center (crm hub). A consumer who had previous made a quality complaint regarding a unit of corega informed that since 3 weeks ago she noticed that her tongue was thicker than usual and she noticed a reddish tint. She said that she do not know if these events are related with corega. She started using corega on (B)(6) 2016 by indication of her dentist. It was the first time that she was using the product. She is not sure if she was using the product correctly because nobody explained her how to use it. She use the product until (B)(6) 2017, when she made a product complaint because the product was not adhering. The consumer comment that when she used corega, sometimes she ate a little bit of the product, due to the lack of adherence . The consumer is (B)(6) and she said that the only medication that she use is a drug for thyroid (she did no specify which drug). She did not refer any other health problem. She agreed to be contacted in 4 weeks for the fu. No contact of her dentist was provided. Qa information on 11-apr-2017: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Follow up information received 08 may 2017: the events are on going. Current conditions include hypothyroidism and anaemia due to a prescription error). She went to a consultation with two physicians and neither of them associated the adverse events with corega. Her family physician prescribed her mycostatin 3 times a day for the treatment of the events described. The suspected product was not reintroduced, despite not be suspended by her dentist. As concomitant drug the patient is taking eutirox. Outcome: not resolved.